Event description:
A customer reported balanced salt solution (bss) leaking into the unit. No other details were provided. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the (B)(4) complaint reported for this issue. As the customer did not retain the finished goods lot number, device history records (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause could not be determined. (B)(4).